Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller (pc) was displaying ¿replace generator", indicating that the patient's scs ipg device has reached its end of life. A manufacturer representative confirmed the issue. The patient may undergo surgical intervention to resolve the issue.